Manufacturer narrative:
Date of event: (B)(6) 2019; date of this report: 26jun2019. The customer reported that resetting the connection on the sensor pcb and cpu resolved the issue. The ventilator passed the extended self-test and the short self-test and is working okay.

Event description:
During servicing, the customer reported an error code 9002 (flow sensor mismatch) error code. There was no patient involvement.